Event description:
N/a.

Manufacturer narrative:
Evaluation: visual. The returned 600318 hook is in used condition with a flaking product label due to wear/environmental damage. The deteriorating label was white, and would have left the reported white flecks on the instrument during sterilization. Conclusion: the reported complaint is confirmed. The returned 600318 l-shaped hook electrode is in used condition with the product label flaking off due to wear/environmental damage to the handle coating. The flaking label would have left the reported white residue. No manufacturing, workmanship or material deficiency has been identified.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that prior to use of the l-shape hook electrode (product ID 600318), the printing of the device melted after cleaning and autoclave sterilization. The melted printing stuck on the sterilization pouch. The patient was prepped for surgery with no adverse consequences to the patient and no known surgery delay. No further information was provided by the hospital.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). 600318 l-shape hook electrode was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.